Event description:
It was reported that pump experienced malfunction and displayed malfunction code. There was no reported adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset pump using provided reset instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction appeared again, and caller acknowledged and understood instructions.